Event description:
It was reported that the patient went to the clinic with fatigue and shortness of breath after radiation treatment. The device presented in backup mode. Due to approaching eri the device was scheduled to be explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.